Event description:
The patient reported that their pump did not appear to be delivering insulin correctly or the screen display is incorrect. Patient had filled a cartridge and primed and the screen showed 270 units. Patient did not bolus because they were low and two and a half hours later the screen showed 255 units. Their basal rate was 0.80.